Manufacturer narrative:
The handle cev669e was received for evaluation: device history record (DHR): no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the unit confirmed the complaint: the black plastic part is cracked, and the device did not pass the electrical tests. Root cause: the report event is due to the damages of the black plastic part and the formation of an electric arc, probably due to the presence of humidity inside the connection zone. Considering the date of manufacture and the absence of microfrance repair, the damages of the black plastic part is probably due to the repetitive uses and reprocessing of the device without servicing.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 4 reports linked to mfg report numbers: 2523190-2021-00062, 2523190-2021-00063, 2523190-2021-00064. A facility reported that there was the smell of burning from the handle cev669e during an unspecified procedure. The device did not work but was in contact with the patient at the time of the event. It is unknown if the patient was injured or if the event led to an increase of surgery time.